Event description:
The caller reported that the t: slim x2 pump battery would not charge, and there was a power source alert identified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer tried various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Consequently, technical support arranged to send a replacement pump, confirmed the shipping address, and provided instructions on handling the faulty pump and setting up the replacement. The pump was still under warranty, and the customer will use multiple daily injections (mdi) as backup therapy during the transition.